Event description:
This case was initially received via regulatory authority ((B)(6) reference number: (B)(4)) on 10-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criterion intervention required), headache ("headache"), fatigue ("severe fatigue"), paraesthesia ("tingling "), migraine ("migraine"), heavy menstrual bleeding ("haemorrhagic periods"), depression ("depressive"), back pain ("back pain"), arthralgia ("joint pain/hip pain"), abdominal pain upper ("stomach ache"), mood swings ("huge mood swings"), nervousness ("nervousness"), anger ("anger") and depressed mood ("sadness"), 1 year 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, headache, paraesthesia, migraine, heavy menstrual bleeding, back pain, arthralgia, abdominal pain upper, mood swings, nervousness, anger and depressed mood outcome was unknown and the fatigue and depression had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, anger, arthralgia, back pain, depressed mood, depression, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nervousness and paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: (B)(4)) on 10-feb-2022. The most recent information was received on 18-feb-2022. This spontaneous case was reported by a consumer and describes the occurrence of abdominal pain ('abdominal pain') in a 35-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2011, the patient experienced abdominal pain (seriousness criterion intervention required), headache ("headache"), fatigue ("severe fatigue"), paraesthesia ("tingling "), migraine ("migraine"), heavy menstrual bleeding ("haemorrhagic periods"), depression ("depressive"), back pain ("back pain"), arthralgia ("joint pain/hip pain"), abdominal pain upper ("stomach ache"), mood swings ("huge mood swings"), nervousness ("nervousness"), anger ("anger") and depressed mood ("sadness"), 1 year 5 months after insertion of essure. The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2020. At the time of the report, the abdominal pain, headache, paraesthesia, migraine, heavy menstrual bleeding, back pain, arthralgia, abdominal pain upper, mood swings, nervousness, anger and depressed mood outcome was unknown and the fatigue and depression had not resolved. The reporter provided no causality assessment for abdominal pain, abdominal pain upper, anger, arthralgia, back pain, depressed mood, depression, fatigue, headache, heavy menstrual bleeding, migraine, mood swings, nervousness and paraesthesia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 71 kgs. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 18-feb-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.